Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had high blood glucose levels of 33 mmol/l. The customer went to the emergency room for a prescription and not for treatment. The blood glucose level was 9 mmol/l at the time of call. Customer reported that they received insulin flow block alarms even after changing set and reservoir four times. It was not clear if the customer was using auto mode at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, self test and displacement accuracy test. A water filled reservoir was used during testing. The insulin pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history. The insulin pump was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily and summary history screens. No sensor related errors or anomalies were noted. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. (B)(4).